Event description:
It was reported via repair work order that the foot end of the cot was damaged from impact due to cracked metal support tubes, face plate, and electronics housing with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.